Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found insulation abrasion at 22.5 to 23.6 cm and 24.1 to 24.7 cm consistent with friction against another device. The damage found is consistent with the noise complaint reported from the field.

Event description:
It was reported that noise was observed on the atrial lead. It was explanted and replaced. During the procedure, insulation damage to the lead was noted.